Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a syncopal event. The patient's physician contacted boston scientific technical services (ts) as they were unable to view the patient's electrogram (egm). Ts discussed that there is a limit as to how many electrograms (egms) can be stored. The physician informed ts that there was noise on the right atrial (ra) lead. The physician indicated that the patient's other lead, right ventricular (rv) lead, was stable. Additional information was requested however, the field representative did not have any further information to provide. There were no additional adverse patient effects. The ra lead remains in service.